Event description:
On (B)(6) 2025, the patient reported being unable to lock the luer connector during a supply change. The patient attempted without the cartridge and still could not connect. Using a connector from a different box resolved the issue, and the supply change was completed successfully. All other connectors in the box had worked. Blood glucose (bg) was not affected. By this event. No symptoms experienced by the patient during this event and no medical intervention required. The patient had no further concerns.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.